Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to implant, it was noted that the pacemaker was unable to be interrogated via inductive telemetry. The pacemaker was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with no output and no telemetry communication. It was cut open and the battery voltage was found at normal level. The test results and analysis indicated a latch-up condition had occurred within the hybrid circuitry, consistent with the reported event of telemetry communication issue. After resetting its power, the device restored its normal functionality. The latch-up condition could not be reproduced during the analysis. DHR was reviewed and found complete. The product passed all quality control tests prior to its distribution.